Manufacturer narrative:
(B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was found to be cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2025. Investigation summary : bd received one sample and one photo for investigation. After review and analysis of the photo, it was found that the bottom of the tube is cracked and missing. The returned sample underwent a visual inspection for broken or damaged tubes and failed the inspection. Additionally, 30 retained samples also underwent a visual inspection for broken or damaged tubes, and none of these samples failed. Furthermore, 10 retained samples were subjected to functional tests for brittleness, and none failed these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was found to be cracked. No adverse impact was reported regarding the patient or user.